Manufacturer narrative:
(B)(4)

Event description:
It was reported the anatomy alignment ring on the nexframe socket assembly could not be fully adjusted when the nexframe was at its maximum range of motion. This occurred during a procedure and no action was required. The issue was not resolved and the cause of the issue was determined. The bottom of the anatomy alignment ring collided with a plastic block on the socket assembly when adjusted at maximum range of motion. The doctor had proceeded with the case as they felt the problem only limited adjustment by a few degrees. No parallel trajectories were required during the case and the lead was implanted on the center track. The patient status at the time of report was alive with no injury and there were no patient symptoms reported.